Event description:
Abutment fractured in patient's mouth as being torqued - prior to leaving office. No patient injury. Remake in tin and patient will be rescheduled.

Manufacturer narrative:
Event date was reported as (B)(6) 2013, should have been left blank (unk). Recall # z-1215-2014. Investigation results: the DHR and 3shape review shows the design is to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. When a fracture of an encode zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the to the design of the screw access hole .

Manufacturer narrative:
Device not yet received for evaluation. Will submit follow-up report upon product receipt. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency .